Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: siljander mp, gausden eb, wooster bm, karczewski d, sierra rj, trousdale rt, abdel mp. Liner malseating is rare with two modular dual-mobility designs. Bone joint j. 2022 may;104-b(5):598-603. Doi: 10.1302/0301-620x.104b5.bjj-2021-1734.r1. Pmid: 35491581. Objective and methods: authors evaluated the incidence of liner mal-seating in two commonly used dual-mobility (dm) designs, while also assessing the risk of dislocation, implant survival, and clinical outcomes. 256 primary total hip arthroplasties (thas) that included a dm component (144 from one competitor and 112 from a second competitor) in 233 patients, performed between january 2012 and december 2019, were retrospectively identified. Postoperative radiographs were reviewed independently for malseating of the liner by five reviewers. The mean follow-up was 3.5 years (range 2.0 to 9.2). While identifying the manufacturers of all dm components, the authors provided only three instances where femoral component manufacturers were identified, two of which were depuy. Results: three liners were malseated. No clinical consequence was identified from malseating. There were three dislocations (2 dm dislocations and one intra-prosthetic disassociation). There were seven revisions (2 of which involved known depuy femoral components). The mean harris hip scores increased from 46 (24 to 69) preoperatively to 81 (40 to 100) at two years postoperatively. Mal-seating is not exclusive to design, and authors emphasized the importance of careful evaluation of the liner after impaction to avoid this complication. Complications involving known depuy products: 1: summit stem revision for loosening & subsidence; 1: s-rom stem revision for periprosthetic femur fracture following a fall.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.